Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined items set not to to be returned. A customer support specialist checked drawers 2&3 are not opening and logged in to the cabinet. There was adjusted the power management settings, it won't work. Customer to be guided was returned via cyclecount to solve this issue. The system functioned as intended. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the medbank system.

Event description:
It was reported by the customer that a pyxis medbank system unable to return item and there was issued to a wrong patient. Customer stated item warfarin sodium 1 mg and coumadin not set to be returned. There were no delay in patient care workflow. There were no adverse events or injuries reported based on this event.